Manufacturer narrative:
Pump had constant failed batt test after battery insertion due to corroded battery tube. Unable to test for motor error alarm due to failed batt test alarm. The buttons responded properly during testing. No damage noted on keypad traces. The j2 connector on lcd/b was locked. Unit had minor scratched display window, cracked battery tube threads,scratched reservoir tube window and cracked reservoir tube lip. The motor was tested outside of the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.